Manufacturer narrative:
Tecrt6 parietex plug py 6cm cir precut (lot#s1100359). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernia. It was reported that after implant, the patient experienced mesh failure, hernia recurrence, chronic pain, defective device, scarring, disfigurement, psychological and emotional injuries, suffering, loss of enjoyment of life, disability, and loss of physical, mental, and emotional health. Post-operative patient treatment included revision surgery.